Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 80 percent) in a severely tortuous proximal lad. Due to the severe tortuosity and calcium, it was decided to implant two overlapping stents. The first stent was implanted successfully. The second stent was attempted to be placed proximal, but the stent edge deformed due to the calcium and hitting the distal stent edge. The deformed stent was removed from the patient.

Manufacturer narrative:
Combination product: yes. Asset/brand name was incorrect, but all other details were correct, on original submission. It has been corrected on this follow-up. Additional information, pre-dilatation was performed. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent has displaced on the balloon by about 4 mm in distal direction. The stent is severely deformed (i.e., several struts are lifted and bent outwards) at the distal end. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patient's anatomy (calcified lesion and previously implanted stent).